Manufacturer narrative:
The patient's ethnicity/race was reported as n/a by the healthcare professional. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a 46-year-old female patient underwent implant placement at tooth number 30 on (B)(6) 2026. It was reported that the implant failed to osseointegrate within three weeks of implant placement and the patient did not experience any symptoms, permanent injury, or required additional procedures. Per the report the implant was removed on (B)(6) 2026 and no fractured components or fit issues were encountered. The patient's bone quality was reported as type ii with good oral hygiene. The implant was not replaced. Event was reported to the dental office located in burbank, illinois.